Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017- patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿through supraumbilical midline incision hernia sac was identified and was dissected. A perfix plug (device 1) was placed within the defect and was sutured¿. (B)(6) 2020- patient was diagnosed with incisional hernia, morbid obesity, thereby underwent laparoscopic repair converted to open repair with explant of perfix plug (device 1), implant of phasix st mesh (device 2). Per op notes, ¿extensive adhesions to the anterior abdominal wall was identified and the adhesions were lysed. A large and extensive incisional hernia was noted in the abdominal region and the hernia sac was dissected. The previously placed perfix plug (device 1) was excised. A phasix st mesh (device 2) was placed and tacked¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2017) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.